Event description:
Information was received from a manufacturer representative (rep) and a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the hcp was doing surgery and the bovie (electrocautery tool) was used too close to the device and they were now seeing a power on reset (por) message. The hcp later reported the por had been seen on the patient programmer (pp) and they needed help walking through the process to reenter the serial number. The por was successfully cleared, the therapy was turned back on and the patient was receiving adequate therapy. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.